Manufacturer narrative:
The customer reported that they resolved the issue by power cycling the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that while monitoring patients, the xhibit central station became stuck and unresponsive preventing the continued monitoring of the patients. There was no patient or user harm associated with this event.